Event description:
It was reported that the insert would not fit into base plate. Another insert was used and inserted with the same base plate easily. There was no adverse consequence for the patient or delay in surgery or anesthesia time.